Event description:
It was reported to boston scientific corp in 2009, that a resolution clip device was used during a procedure. According to the complainant, the resolution clip device would not advance out of the sheath. It was reported that the outer sheath was separated from the blue sheath grip. The initial resolution clip device was removed from the pt. The procedure was completed with another resolution clip device. There has been no report of complications or injury as a result of this event. The pt's condition was reported as good.

Manufacturer narrative:
Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.